Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). This report contains also the device evaluation. Hamilton medical ag did not received the logfiles of the device for analysis. According to the user, the device alarmed with air supply fail. The exact circumstances under which the issue occurred remain unknown. It is important to emphasize that there was no patient involved at the time of the event. Troubleshooting identified the root cause as a defective mixer valve air. Consequently, the defective mixer valve air was replaced. After replacement, the device worked as intended.

Event description:
Hamilton medical ag received the following event description: the device alarmed with air supply fail. No patient involvement.